Manufacturer narrative:
One catheter (model 777hf8) with attached monoject 1.5 cc limited volume syringe was returned for evaluation with original opened packaging box. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. No visible damage to the balloon, catheter body, or returned syringe was observed. No error message was found on vigilance ii monitor when the catheter was connected to the monitor. Customer report of co measurement issue was not confirmed. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of thermal filament circuit was within specification measuring 39.52 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Event description:
It was reported that the indicated value of cco was 15.0l/min during use. The catheter was replaced with a different model and the indicated co value was 10.0l/min, which was still high. The catheter also indicated that the pulmonary artery pressure dropped from 30mmhg to 20mmhg when the second catheter was placed. The patient had pulmonary hypertension and the customer did not recognize 30mmhg pressure as a problem, but the value dropped to 20mmhg when the catheter was replaced. The clinician did not know which value to trust. The dpt was zeroed and there was no change in patient's chest position. The patient also had grade 1 tricuspid regurgitation. The customer commented that patient's symptoms were milder than grade 1. The customer believes that the cco and co values were not affected by the patient's condition. Information such as expected value, the shape of the waveform, if the value and waveform matched, if an error message was observed, or if occlusion, leakage or a kink was noted in the catheter were not available. There were no patient complications reported.